Manufacturer narrative:
Complaint no: (B)(4).

Event description:
It was reported that the event occurred in the emergency department. The catheter was being placed into the pt's subclavian. The physician reported the guide wire was inserted through the raulerson syringe without any issue. The dilator was then inserted and the guide wire became kinked. The physician complained that the dilator was "too stiff" compared to the dilator in the triple lumen cvc kit and bent the wire when it was introduced. As a result, another clinician successfully placed the quad lumen cvc. They do not know if this caused a delay in treatment and there was no pt death or complications reported. It was noted the physician has extensive experience placing arrow triple lumen cvc's, but this was the first time he was placing a quad lumen cvc. The physician also noted that he has since been able to successfully insert the quad lumen cvc by slowing his insertion of the dilator and applying a twisting motion.